Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 34 mg/dl. It was reported that the customer had a reaction after the insulin pump malfunctioned by continuing to deliver insulin. The customer later called to conduct troubleshooting. The customer stated that he may have received 20 units of insulin as he was connected during the manual prime, and the insulin pump kept priming on its own and would not stop. The customer that he normally disconnects during the manual prime, but this time he was in a hurry. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer again called back later to report that the insulin pump continues to squirt out insulin during the manual prime without stopping. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 alarm test due to moisture damage noted on the force sensor resistor. Unable to perform occlusion and excessive no delivery alarm tests due to prime anomaly. The insulin pump has cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window and cracked case near the display window corners noted during visual inspection.